Event description:
One and a half hours into treatment, staff noted an accumulation of air/foam in the venous line. The blood pump was manually stopped before an alarm was activated. Pt coughing, pressure in head. Pt placed on left side and sent to hosp for computerized axial tomography and magnetic resonance imaging.